Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The gel fired when the 5 volt line within the monitor touched the gel fire pin within the electrode belt connector. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.

Event description:
A female pt contacted lifecor customer support to report that several pins were bent inside her electrode belt. The pt admitted to always detaching the electrode belt from the monitor when changing the garment. Support advised her against ever doing this. A lifecor pt services representative visited the pt and exchanged the electrode belt.